Event description:
Per the clinic, the patient experienced an infection and persistent drainage at the surgical site (specific date not reported). Subsequently, the patient was treated with oral antibiotics for 7 days since (B)(6) 2023. In addition, the patient underwent skin revision procedure via silver nitrate on (B)(6) 2024. The patient was also treated with topical antibiotics on (B)(6) 2024. The device was explanted on march 20, 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.